Event description:
It was reported that externalized conductors were observed via diagnostic imaging. The patient was asymptomatic. Electrical function was tested and no anomalies were detected. Monitoring will continue.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 11.0-15.6cm from the distal tip electrode. The silicone insulation was abraded and the rv conductor was visible. Internal insulation abrasions were found at 14.0-15.0cm and 19.8-20.7cm from distal tip electrode. External insulation abrasion was found at 11.3-11.5cm from the distal tip electrode consistent with lead friction to another device. The etfe coating was intact at these locations.

Event description:
New information received notes lead was explanted.